Manufacturer narrative:
The manufacturer continues to request return of the device for further analysis.

Event description:
Per caregiver, "heard loud popping noises. I rushed over to check it, then shortly after the machine started smoking, then caught on fire" this incident happened around 9:35pm, (B)(6) 2025. Fire department was called immediately, because per caregiver there was a lot of smoke in the room. Patient was transported by ems to hospital to get checked out.